Event description:
As reported via the (B)(6), a stent was "kinked" in the patient and the patient experienced an elevated troponin level post-procedure. At the time of the index procedure, angiography revealed stenosis in the mid left anterior descending (lad) and the 1st obtuse marginal (1st om) arteries. The indication for the procedure was a positive functional study for ischemia and known coronary artery disease. The 1st om had 80% stenosis and was 12mm in length, de novo and classification b1. The vessel was 3.0mm in diameter and moderately tortuous. The lesion was pre-dilated with a 2.5 x 12mm balloon at 10atm and a 2.75 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.25 x 12mm balloon at 18atm. The stent was successfully implanted with no complications. The mid lad lesion had 80% stenosis and was 20mm in length de novo and classification b1. The reference vessel was 3.0mm in diameter with mildly tortuous. The lesion was pre-dilated with a 3.0 x 12mm balloon at 10atm and a 3.0 x 33mm cypher rx was implanted at 12atm. The stent was post-dilated per standard procedure with a 3.25 x 33mm balloon at 16atm. After the stent was post-dilated, there was a "kink" in the distal portion of the stent. The kink was described as "narrowing beyond distal edge of stent due to distal disease". The kink was treated with the implantation of a 3.0 x 8mm cypher rx stent overlapping the distal portion of the previous stent. The stent was post-dilated per standard procedure with a 3.0 x 8mm balloon at 18atm. It was reported that the stenting was successful and there were no adverse events associated with the "kinked" stent. Pre-procedure cardiac enzymes were within normal limits. The 16 to 24 hour troponin I was 0.25 (uln 0.08). Ck and ckmb remained normal. There were no reported adverse events and the patient was discharged the following day.

Manufacturer narrative:
Based on the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi based on the posy procedure elevated enzymes. Per the cec committee, the event was related to the procedure and related to the devise. Concomitant medications: asprin 81mg qd, lisinopril/hctz 30/20mg qd, atenolol 25 mg qd, zocor 20mg qd, effient 10mg qd and olmesartan medoxomil/hydrochlorothiazide 12.5/20mg qd. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00006 and 3003742446-2012-00134.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) female with medical history including recent mi and pci in (B)(6) 2010, dyslipidemia and hypertension. The indication for the index procedure was a positive functional study and known cardiac disease. Angiography revealed an 80% stenosis in the mid lad and an 80% stenosis in the 1st om. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first target lesion treated was the 1st om, pre-dilation; stent placement and post dilation were successfully completed. The site reported 0% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was the mid lad. Pre-dilation; placement of two study stents and post dilation were successfully performed. The second study stent was deployed over lapping and distal to the first stent to correct a distal kinking of the first stent. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Peri-procedure the ck was 62, the ckmb was 2.3 and the troponin was 0.02. Post procedure the ck was 51, the ckmb was not measured and the troponin was 0.05. The following day, the ck was 68, the troponin was 0.25 and the ckmb was not performed. The ECG core lab report is unavailable. Documents were requested; however, the site responded "subject did not have ae. We will not provide source if the patient did not have an ae." The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.